Event description:
Customer reported erroneous access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one patient sample when using the unicel dxi 800 access immunoassay system. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. Affect to patient treatment is unknown. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample was collected at an off-site nursing home in a lithium heparin plasma tube with a gel separator. Sample was spun on the automation line in the power processor centrifuge for six minutes at 3000. Quality control (qc) was within the customer's established ranges prior to and after the event. A routine system check passed within instrument specifications. Three separate, five replicate precision tests using qc materials passed, no issues were noted. A linearity study was performed, which the customer stated "was almost perfect". There were no error messages posted to the event log at the time of the event. On (B)(4) 2009, the field service engineer performed a system check which passed. Qc and precision tests passed, no issues were noted. Verified that pack sharing was not being practiced by the laboratory staff. Inspected the sample in question and found that it was hemolyzed and icteric. Root cause was not determined. Sample was identified as probable cause. Sample produces erratic results at this customer site and at another laboratory. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.